Event description:
Philips received a complaint from service engineer, reporting that the v60 ventilator displayed a 1104 error code (check vent: backup alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that while the device was being evaluated, a "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) board was replaced to resolve the issue.

Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for evaluation. The technician documented the following conclusion/root cause, tech verified that the alarm error code e1104 shows multiple times in the log. 1104,04:03.36am,11-05-2023, postbackupaudiblefailed. Neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab (pil) during the boot up of the cpu pca or standard test bed operation using the cpu printed circuit assembly (pca). With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 393k ohms, verifying that ls1 is not shorted or open tech verified that ls1 (secondary speaker) functions with as expected with 10vdc (volts direct current) applied with the bk precision 1696 dc (direct current) regulated power supply customer complaint has resulted in a no problem found.